Manufacturer narrative:
(B)(4).

Event description:
The implantable neurostimulator displayed a power on reset message. It was reported that the message appeared after "atrial fibrillator." Additional information has been requested. A follow-up report will be submitted if additional information becomes available.